Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during endoscopic retrograde cholangiopancreatography (ercp) lithotripsy procedure performed on (B)(6) 2022. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a stone with an approximate size of 12mm. However, the stone could not be crushed and the handle cannula broke. The tip of the basket could not be dislodged. The broken catheter was advanced forward to release the stone and the basket was successfully removed from the patient. Another trapezoid rx basket and a extractor pro rx balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following procedure was reported to be stable.

Manufacturer narrative:
(B)(4).